Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the pca pump module had channel error and unable to use device. The device displayed error code 13-1033-149 and they were unable to replicate the example in class. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of channel error 13-1033-149 could not be identified on error logs and could not be replicated during laboratory testing. The suspect pca module s/n (B)(6) event log was downloaded to ascertain programming details associated with the alleged incident on (B)(6) 2025; however, the pca module event log contains limited information about the programming of the device and does not contain drug information. The profile in use was not identified as it resides on the pcu. A review of the associated pca event log found the system was powered on at the reported date of (B)(6) 2025. A review of the returned pca module s/n (B)(6) error log observed no errors or malfunctions on the day of the reported incident. At 10:27:49 am, channel ¿c¿ was selected and device alarmed for door unlocked two (2) times and then device registered door was closed. User selected a bd 30ml syringe with a registered volume of 27.4689ml. User programmed an infusion with infusion mode of ¿pca dose + continuous¿, at a rate of 1ml/h and a volume to be infused of 27.3189ml. Infusion was started at 10:30:05 am, pca module was powered off. No more infusions or errors were recorded. Testing of suspect pca s/n (B)(6) found no issues or malfunctions. Additionally, utilizing alaris system maintenance (asm) software a full preventive maintenance test was performed on the source pca module. All tests passed successfully the suspect pca module s/n (B)(6) was not returned for this investigation; therefore, no testing or inspection could be performed. Additionally, customer did not provide device logs for analysis. Bd system error tip sheet states that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. This device was reported with no patient involvement. Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the probable root cause of the reported error code 13-1033-149 was not identified. The error code could not be replicated during laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the pca pump module had channel error and unable to use device. The device displayed error code 13-1033-149 and they were unable to replicate the example in class. There was no patient involvement.